Event description:
It was reported that a device presented through merlin.net in reset. The pt was brought into the clinic for a check. Upon interrogation, the device displayed the following message "erroneous parameter values were detected". It was recommended that the option to program nominal settings be utilized.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).